Event description:
It was reported that the patient experienced pseudo capsule resulting in difficulty to inflate and deflate the device, and the pump was riding high with an inflatable penile prosthesis (ipp). During the revision surgery the physician aspirated the cylinder and reservoir, that found the reservoir having a pseudo capsule. The ipp pump was explanted and the reservoir was capped with a 3-0 prolene tie and a new ipp reservoir and pump was implanted.